Event description:
It was reported that the device could not be removed via voluntary medwatch# mw5084899. A 190cm filterwire ez was selected for use in cardiac procedure. During the procedure, a bmw guidewire was inserted, filterwire was successfully deployed and des deployed proximal to the filter wire basket. Subsequently, the bmw guidewire was removed and two additional stents were deployed. However, the retrieval sheath was unable to be fed down to the wire to capture the basket. Consequently, several strategies were attempted to remove the filter but failed. After several attempts, the filter wire could not be retrieved. The basket was jailed with an additional stent that was deployed rapidly. The procedure was completed and patient returned to ICU. No further complications were reported.